Event description:
Report rec'd of an independent rate change. The pump was programmed to deliver unspecified medications at a rate of 500ml/hr on the primary line and 500ml/hr on the secondary line. After an unspecified amount of time, the pt or a family member began using a cell phone and the nurse observed that rate on the pump changed to an unspecified setting. It was reported that when the cell phone usage was discontinued, the pump rate changed back to the original programmed setting. The pump was removed from service and the therapy was continued on a replacement pump. The cell phone being used at the time of the event was a nokia model 5165, type nsw-inx. There was no reported adverse pt effect. Though requested, there was no further info available.